Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was no longer in withdrawal and was currently continued on oral baclofen as they titrate his intrathecal dose. The patient was currently at 360 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer's representative regarding a patient who was receiving 4000 mcg/ml of compounded baclofen at approximately 1000 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6)2017, it was reported that the patient experienced baclofen withdrawal with premature battery depletion. It was reported that the patient started to experience symptoms of withdrawal on (B)(6)2017. The pump didn't start to alarm until (B)(6)2017 and it was determined the pump had stalled/stopped delivering medication before the 7 year mark. The patient was supplemented with oral baclofen at an unknown dose/concentration. The patient's pump setting on (B)(6)2017 were 4000 mcg/ml concentration with a dose per day approximately at 1000 mcg/ml. On (B)(6)2017 when the pump was encountered to be stopped/alarming, the patient was put into safe mode. The pump was replaced on (B)(6)2017. The patient's catheter was left in place. The dosing of the new pump was 4000 mcg/ml at 200 mcg/day. Telemetry strips provided by the manufacturer's representative identified multiple "reset occurred-low battery" and "reset occurred" notifications beginning on (B)(6)2017. Safe state occurred on (B)(6)2017 when the pump programming was updated, including putting the pump in minimum rate (dosage of 24.4 mcg/day). However, the "reset occurred-low battery" and "reset occurred" notifications began again on (B)(6)2017 after this programming session. Safe state also occurred after the resets. These notifications continued until (B)(6)2017. No environmental/external/patient factors that might have led or contributed to the issue were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-with injury". No further complications were reported. The patient¿s concomitant medications included oral baclofen at an unknown dose/concentration.